Event description:
It was reported that the pocket was uncomfortable because the ipg was sticking out after the weight loss. As a result, surgical intervention occurred on (B)(6) 2022 wherein ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the pocket was uncomfortable because the ipg was sticking out after the weight loss. As a result, surgical intervention occurred on (B)(6) 2022 wherein ipg was repositioned to address the issue.